Manufacturer narrative:
Date of event: unknown. Device manufacture date: unknown. No lot # provided. Medical device expiration date: unknown. Medical device brand name: unknown, it is known it is a type of bd vacutainer® edta PMA# unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® edta had synovial fluid added and the edta crystals could not be identified.